Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.